Event description:
It was reported that the right ventricular (rv) lead integrity alert (lia) was triggered due to short interval counts (sic) and fast non-sustained ventricular tachycardia (nsvt) episodes indicating a lead fracture. In addition, oversensing in the way of noise and high impedance values were noted. The rv lead was explanted and replaced. During the replacement procedure, dislodgement of the atrial lead was detected. The atrial lead was explanted and replaced as well. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant product: d284drg, implantable cardioverter defibrillator, implanted: (B)(6) 2010. (B)(4).